Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer also reported that the insulin pump was buzzing. The customer's blood glucose was 351 mg/dl at the time of the incident. The customer's blood glucose was 500 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections. The customer stated that his blood glucose went high after eating. The customer stated that there was a bent cannula. The customer reconnected the reservoir the performed manual prime and the customer stated that the insulin did not exit. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. Troubleshooting did not found any issue with the insulin pump. The insulin pump will not be returned for analysis.